Manufacturer narrative:
On 26-jul-2024, noted a correction to the 3500a initial as the g 1. Manufacturing site name was processed under biosense webster inc (irvine) and should have been processed as freudenberg medical llc. Corrected g1. Manufacturing site name. In addition, corrected g1. Manufacturer site addr. Street line 1, g1. Manufacturer site city, g1. Manufacturer site state code and g1. Manufacturer site zip code and g1. Manufacturer site country code. It was reported that a patient underwent a persistent atrial fibrillation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the stop cock was leaking blood. The device evaluation was completed on 02-aug-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation and irrigation of the returned device was performed following bwi procedures. Visual analysis of the returned sample revealed that adhesive bubbles were observed in the side hub. An irrigation of the device using a syringe was performed and water leakage through the bubbles previously observed was noticed. Due to this condition, an external manufacturing investigation was performed to determine the root cause of the issue. After completing the investigation, it was concluded that there was a crack in the tubing and in addition, there was a bubble that had burst in the adhesive around the tubing. Due to the improper gluing of this joint, this complaint is considered as manufacturing related. An awareness meeting was held with the supplier to inform them of the failure and the potential harm of a failure of this nature. A device history record was performed for the finished device batch number, and no internal actions were identified. The leak issue reported by the customer was confirmed. The root cause of the issue is the improper gluing of this joint. The instruction for use (IFU) contains the following warnings and precautions: before using the carto vizigo¿ sheath, completely read and understand the instructions for use. Using a standard aseptic technique, remove the sheath from the package. Visually verify that the sheath is not damaged. Inspect all components before use. From the side port only, aspirate all air prior to fluid infusion. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. This product issue will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 12-mar-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: pc-(B)(6)

Event description:
It was reported that a patient underwent a persistent atrial fibrillation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the stop cock was leaking blood. The "stop cock was leaking blood" on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium after they went transseptal. When the sheath was replaced, the issue resolved. There was no patient consequence reported. Additional information was received. The section that the issue was observed was the side port (stopcock/three-way valve). This part had a leakage issue. The hemostatic valve did not dislodge inside the hub nor outside of the hub. The brim cap / hub did not become detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. There was no patient consequence. It did not require treatment. Blood was observed at a nominal amount, <2 cc. The needle used was the baylis versacross rf wire pigtail ref#(B)(4).